Event description:
The clinician attempted to remove the catheter following a surgical procedure. The balloon would not deflate.

Manufacturer narrative:
The catheter was inserted in the operating room prior to a surgical procedure. Later that day, the clinician was unsuccessful in deflating the balloon in order to remove the catheter. She cut the pigtail on the inflation port and observed some drops of fluid but full deflation was not achieved. The physician attempted to rupture the balloon by inserting a needle but was unsuccessful. During the night, when the patient got up, the catheter fell out on its own. No add'l intervention was necessary. The catheter was returned for evaluation. A visual inspection revealed a deflated balloon and a severed inflation valve. The inflation valve was not returned to us. The catheter balloon was inflated through the inflation lumen with water. The balloon inflated and deflated as intended. The reported issue could not be duplicated with the returned sample. A root was not determined.